Event description:
Patient #(B)(6) index procedure was performed on (B)(6) 2021. On 22-sep-2022 apifix was made aware that patient #(B)(6) was subject to a late infection, p.acnes (aka curtibacterium acnes) on delayed cultures.

Manufacturer narrative:
Production process analysis: a review of the device history record confirmed that the device was manufactured and tested according to relevant procedures, and shipped according to manufacturer's specifications. User (surgeon and patient) information analysis: patient #(B)(6) index procedure was performed on (B)(6) 2021. On 22-sep-2022 apifix was made aware that patient #(B)(6) was subject to a late infection, p.acnes (aka curtibacterium acnes) on delayed cultures. On 28-sep-2022 apifix requested additional information from the complainant which was provided. Patient x-rays from (B)(6) 2021 and (B)(6) 2022 were also provided. According to the surgeon, "the index surgery included instilling the wound with dilute solution of 3.5% betadine for 4 minutes and then irrigating it.  300 mg of vanco was mixed with the bone graft around the two upper screws. Removal was on (B)(6) 2022, no fusion. The plan is to observe and hopefully not need future fusion." Risk assessment: the risk of late infection is a known risk that was assessed and recorded by the product risk management file. The risk of late infection has been assessed and found to be acceptable. The current late infection rate is in line with the rate reported in the literature for this type of complication as described in the company's cer (clinical evaluation report) the event of wound complication is addressed in the IFU as potential risks associated with the mid-c system. The risk has been quantified, characterized, and documented as acceptable within a full risk assessment. Corrective action: following the 2019 pms report, apifix opened a CAPA to address an increase in late infection complaints. As part of the CAPA the company took the following actions: performed a vast literature search to identify the late infection rate reported in the literature. Investigated production lots associated with late infection. The compared antibiotic protocol used between centers was evaluated. Received consultation by an infection specialist. The CAPA investigation did not identify a manufacturing problem with implants used in patients that developed a late infection and the late infection rate noted was within the rate reported in the cer literature. The company did however identify that sites applying vancomycin powder before wound closure have a significantly lower rate of late infection complaints. The use of vancomycin powder was also supported by the infection specialist consultation. The company communicated these findings of applying vancomycin powder before wound closure to the surgeons and is continuing to follow the rate of late infection complaints.